Manufacturer narrative:
(B)(4). This complaint is for a report of user error. The patient pressed go while the homechoice machine was in priming and the patient connected. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information cause of the complaint is user error/ mis-use. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding stopping setup, which occurred on the homechoice (hc) during use. The home patient (hp) pressed go while the hc was in priming and the hp connected. The baxter technical service representative (tsr) advised the hp to start over with new disposables. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.